Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Call back from rep. Caller reiterated issues previously reported. Patient received replacement recharger and is still having issues and now ins is onlylasting 5-6 days and recharging takes 6 hours. Caller stated they would plan to meet with patient - tss reviewed generating mdt report and collecting log files to further analyze the issue. It was reported that the manufacturer rep confirmed the ins depleting faster and charging more often/longer/poor coupling issue was resolved by replacement of recharger. Ins was no longer depleting faster, but according to the patient it took them longer than normal to charge 1 day since replacement of recharger. The rep was with the patient and needed guidance to create an manufacturer file. Tss reviewed how to create a file. The caller will send the files.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from rep. It was reported that they sent a message to mdt rep about whether a different controller has been tried since pt had their controller replaced in (B)(6) 2023. Also checking into getting patient a new battery pack as it doesn't appear this has been replaced. Tss was getting sn of controller and battery pack for replacement given data seen on mdt report which showed the depletion of the controller to be minimal at times during recharge sessions even though ins appeared to be taking a charge during recharge session. Closing case for now. Ordered replacement controller and bp for patient. Closing case for now.

Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller sent email about patient not being able to fit battery door over new battery. Tss reviewed that patient may need to remove battery door from dummy controller and put on their new controller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A replacement belt was sent out as the patient's recharging belt was broken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Closing case as replacing battery pack resolved the patient's ins recharging issues.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the rep states they were notified by patient (pt) that, starting over the last couple weeks, the pt feels as though they are needing to charge more often. The caller states the pt typically charges every sunday and loses 10% of battery charge per day. Pt stating that they are now losing more than %10 charge per day and the pt has not made any adjustments to stimulation, caller unsure if pt uses adaptive stim. Caller not aware of any falls/trauma. Caller states the pt charged this past thursday or friday and lost %60 of their charge in 4 days. Agent reviewed having pt keep a log and the next time caller sees pt they should run impedances, recharge interval calculation, recharge diary, adjustment diary. The rep called back and was with the pt today. Pt did not bring their recharger (rtm) but did bring controller. Pt states she constantly checks her controller screen when charging--agent advised this can slow charging down but pt claims she has always constantly checked the screen and it hasn't been an issue in the past until this current situation. Pt states when she checks controller while charging she only sees excellent, never sees fair/good. The pt states she has had numerous rtms replaced in the past. The pt states that the recharging interval has been 'better' since the pt last spoke with rep but pt still claims to take 4 hours to charge. Charge diary data: 9-26 70-100% 1.8 hours fair 9-26 10-70% 0 minutes excellent 9-19 100% 0 min 9-19 70-100% 1.2 hours fair 9-19 20-70% 0 min excellent 9-19 10-20% 0 min excellent 9-12 30-90% 1.6 hours good 9-12 10% 2 minutes no coupling 9-8 100% 32 minutes no coupling agent unable to explain some of this data (9-26 with 0 min excellent going from 10-70%). Agent offered to pull logs/mdt files, caller declined and will opt to replace rtm when pt has the sn of the rtm and have pt continue to track her charges with a personal log. The rep notes she has first-hand seen instances of when charging can be slowed by checking the controller screen. The rep called back and reports they have the serial number to the recharger. Email sent to repair.